Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is during (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 (17.5 diopter) intraocular lens (iol) was explanted as the lens rotated off axis and due to complaint of blurry, inadequate vision. It was indicated that the lens was an improper fit and the diopter was incorrect for the patient. The replacement lens was a higher power toric lens, model zct400 (16.5 diopter). There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.